Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer reverted to an alternate pump for insulin therapy. The customer reverted to manual injections for insulin therapy.